Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was surgically explanted due to a suspected premature battery depletion (pbd). It was reported that the suspected remaining battery longevity was 10 months remaining in may 2024. At the recent follow up appointment in november, the device had reached end of life (eol). Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was surgically explanted due to a suspected premature battery depletion (pbd). It was reported that the suspected remaining battery longevity was 10 months remaining in (B)(6) 2024. At the recent follow up appointment in (B)(6), the device had reached end of life (eol). Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.